Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed for 'kink in the locator'. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that resistance was encountered during insertion of the assembly into the artery. The insertion attempt was stopped, and the assembly was checked. As the tip of the locator was found to be kinked, the device was not used to avoid further risk and was replaced with another angio-seal device to achieve hemostasis. Subsequently, hemostasis was successfully achieved with the second angio-seal device. The estimated blood loss was less than 250cc. The procedure before deploying the device was a thrombectomy. It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was the right common femoral artery. The vessel diameter is unknown. There were no other device or equipment used with the reported product.